Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow-up. Upon interrogation the atrial lead exhibited low impedance, loss of capture and loss of sensing. On (B)(6) 2014 the pocket was reopened and the lead was reconnected; the issue was resolved.